Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had twisted and was ¿pushing outward¿ making it hard for them to recharge. This issue started 6 months ago and the cause was unknown at the time of report. The patient asked their healthcare professional (hcp) to take it out but they wouldn¿t. The hcp suggested the patient have surgery to push the ins in further. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID 37754, serial# (B)(4), product type recharger. Product ID 37746, serial# (B)(4), product type programmer. (B)(4).

Event description:
Additional information received from the patient reported that the cause of the implantable neurostimulator (ins) sticking out was the patient sitting in an open back chair and the back of the chair pulling their ins. The patient had been to two doctors and they wanted to do surgery. The patient also noted that they still had charging issues as it was taking up to five hours at a time to recharge. The patient was not sure what to do.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the implantable neurostimulator (ins) was pushing out of the pocket and poking through the patient's skin. The patient had bruises all over and they thought it was because of their implant moving and pulling away from the skin and causing internal bleeding. The patient noticed this when they were getting up out of a chair and it pulled again. A manufacturer representative was scheduled to see the patient on (B)(6) 2016. The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that receiving the replacement recharger antenna did not resolve the issue. Their battery was dead so either had it taken out or just replaced but icon tissue was pushing it out and causing a lot of pain for months now. They did not have a doctor willing to help with the unit or with the pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received on june 6th and 8th 2016 stating that they had informed their doctor that the implantable neuro stimulator (ins) was dead. The doctor tried to restart the ins, but it would not restart. The patient was trying to have the ins taken out as soon as possible, and had talked about removing it. A list of potential doctors was sent to the patient.